Event description:
The customer reported display not working / black on the sipap ventilator. The customer confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. A visual inspection of the printed circuit board assembly did not show signs of physical damage to it. After installing the printed circuit board assembly into a known good top level unit and powered on. The reported blank screen issue was immediately duplicated. Voltage out from this printed circuit board assembly was measured and no voltage was able to be read. As this is a purchased part no schematics are available to perform a further analysis to isolated the cause and no further analysis will be performed. Printed circuit board assembly is not providing the proper 5 volts to the upper level electrical system. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.